Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure when closing the snare on the polyp a snap was heard and the handle cannula broke and the polyp could not be cut. The snare loop was looped around the polyp however it was not tight. The procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.